Event description:
Boston scientific received information that the patient presented to the emergency room in normal sinus rhythm after feeling symptoms of light-headedness and receiving a shock from their implantable cardioverter defibrillator (ICD). Upon interrogation, the device displayed two fault codes indicating a short circuit that was encountered while the device was attempting to deliver a shock. The device delivered a shock initially, but subsequent shocks were inhibited due to the charge times exceeding limits. The device could not be interrogated further. Boston scientific technical services (ts) was contacted and recommended replacing both the device and right ventricular (rv) defibrillation lead as both products could have been implicated and the device at this point would not be able to provide pacing or shock therapy. The device and rv lead were subsequently explanted and replaced with competitor products. The field representative was not permitted to see or interrogate the device upon arriving at the hospital so he was unable to obtain any further data. The device will not be returned as the patient retained the device post-explant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead and charge time out alerts. The device declared end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during shock deliver that resulted in the shorted shock lead alert. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Pacing and sensing functions were verified, however defibrillation therapy testing was not performed due to the damage to the internal high voltage fuse. Analysis concluded the electrical overstress damage was induced and caused by the lead shorting to the case during shock delivery.